Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. The insulin pump was received with battery tube threads - cracked, and cracked case-corner of belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 404 mg/dl at the time of incident. The customer also mentioned other blood glucose values such as 520 mg/dl, 598 mg/dl. The customer treated high blood glucose with manual insulin shot and bolus. The customer was reported that the insulin pump had insulin flow blocked alarm. Customer did not tried all remedies. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.